Event description:
It was reported to philips that system unexpectedly shut down and prevented the system from booting back up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that system can't start up and all monitors were not showing any video signal and requested onsite support. The philips field service engineer (fse) went onsite and found that the internal power supply of ippc was the issue, checked the input power of ippc but there was no output from ippc power supply. To resolve the issue, the fse replaced the ippc. The defective part was sent for analysis, for ippc failure was observed and the failed component was found to be psu- no power, older revision gpu and sata cable(black). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.